Event description:
This event was captured based on literature review. It was reported that from (B)(6) 2006 to (B)(6) 2011, a study identified a total of 158 consecutive patients with chronic total occlusions located in a majority (70) left anterior descending coronary arteries, with timi flow 0 in 167 unspecified coronary arteries, who were treated via radial access using one or more abbott hi-torque intermediate guide wires and/or the following asahi guide wires in each patient: miracle 3, miracle 6, confianza pro, and fielder xt. Of the 158 patients, clinical outcomes were as follows: cardiac death: 3. A total of 124 lesions experienced percutaneous coronary intervention (pci) success, defined as successful implantation of an unspecified stent with visual residual stenosis >20% and timi flow grade 3. No additional information was noted.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. From the provided information, the relation between the guide wire(s) and the events reported in the incident report could not be identified. Since the products are all inspected during the production process for meeting the specifications and shipping criteria, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The additional hi-torque intermediate guide wires, miracle 3, miracle 6, and confianza pro guide wires mentioned are being filed under separate manufacturer report numbers. The customer reported the guide wire was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is manufactured by (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting. Date of event estimated as (B)(6) 2006 (earliest possible enrollment date). Relevant lab tests estimated as (B)(4) 2006 (earliest possible enrollment date). (B)(4).